Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The surgeon demonstrated the issue to the fse, which confirmed the endoscope only rotated 50 to 60-degrees when it was selected to flip. This resulted in the video being misaligned to the horizon and the hand controls to be reversed. The system was tested and verified as ready for use. Isi has received the endoscope involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted once the endoscope is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported an issue where the endoscope inverted when it was placed back on the system. No troubleshooting was performed at that time. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury/harm to the patient.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported scratch on scope lens. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The root cause for camera instrument ¿cracked window distal is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. Additional observations not reported by site: the endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end. The root cause of cable connector ¿ housing mechanical damage is typically attributed to the user, such as improper reprocessing. The endoscope was evaluated and found with a camera instrument adapter. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The root cause for camera instrument ¿ laser marking issue - shell housing is typically attributed to the user, such as improper reprocessing.

Event description:
Refer to h11 for follow-up information.